Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on the small battery drive device seized, jammed, moved heavily, and faulty. It was further determined that the device did not have a response when triggers were pressed. It was further determined that the device failed the following pre-tests for check the off/osc/on switch mode function, check the oscillation angle, check switching function and check the triggers and electronic control unit (ecu) function. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.